Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath blood leaked from the valve. After inserting the sheath into the patient, the physician observed blood leaking from the valve of the sheath. The blood leak was characterized as a slow drip and no air was visible in the sheath during use. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the facility.